Manufacturer narrative:
Troubleshooting of the architect c16000 processing module was not performed, and a single definitive part could not be determined the likely cause of the discrepant results. The architect c16000, serial number (B)(6) was considered to be the likely cause. Review of all the information provided by the customer was reviewed. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A ticket review of the architect c16000 did not identify any trends. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the architect c16000 processing module for multiple samples. (Customer provided reference ranges: sodium 135-145 mmol/l). (B)(6) 2023 ((B)(6)) initial sodium result 116 mmol/l, repeat result was 140 mmol/l. (B)(6) 2024 ((B)(6)) initial sodium result 114 mmol/l, repeat result was 139 mmol/l. The customer reported the patient on (B)(6) 2023 was sent to the emergency room (ER) to be retested. The results were normal and the customer reported there was no harm as a result. No impact to patient management was reported.

Event description:
The customer observed falsely decreased sodium results generated on the architect (B)(6) processing module for multiple samples. (Customer provided reference ranges: sodium 135-145 mmol/l). (B)(6) 2023 (B)(6) initial sodium result 116 mmol/l, repeat result was 140 mmol/l. (B)(6) 2024 (B)(6) initial sodium result 114 mmol/l, repeat result was 139 mmol/l. The customer reported the patient on (B)(6) 2023 was sent to the emergency room (ER) to be retested. The results were normal and the customer reported there was no harm as a result. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.